Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they noticed moisture under the lcd screen. Customer's blood glucose reading was 358 mg/dl. Troubleshooting for moisture damage on the device was performed. Customer advised they wear the insulin pump on their bra strap and that is most likely how the moisture damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and intermittent act button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.